Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22055616, d4: medical device expiration date: 05-may-2025, h4: device manufacture date: 05-may-2022 h3 other text : see h10.

Event description:
It was reported that the air-in-line alarm went off on the bd alaris¿ pump module smartsite¿ infusion set tubing during use. The following information was provided by the initial reporter: "pump check alarming that there was air. Line primed - changed pump channel with continued alarm. Changed pump and continued alarm. Line needed to be changed completely. Line primed twice and syringe also used in an attempt to clear any microbubbles. No bubbles noted in line during alarm."

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that there was air in the line could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 22055616 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the air-in-line alarm went off on the bd alaris¿ pump module smartsite¿ infusion set tubing during use. The following information was provided by the initial reporter: "pump check alarming that there was air. Line primed - changed pump channel with continued alarm. Changed pump and continued alarm. Line needed to be changed completely. Line primed twice and syringe also used in an attempt to clear any microbubbles. No bubbles noted in line during alarm."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the air-in-line alarm went off on the bd alaris¿ pump module smartsite¿ infusion set tubing during use. The following information was provided by the initial reporter: "pump check alarming that there was air. Line primed - changed pump channel with continued alarm. Changed pump and continued alarm. Line needed to be changed completely. Line primed twice and syringe also used in an attempt to clear any microbubbles. No bubbles noted in line during alarm."